Event description:
During a lapcholi, the pencil was laying on the patient and the laparascopic instrument was to be activated via the footswitch. When the footswitch was stepped on, both the laparascopic instrument and the pencil were activated. This was noticed right away and the pencil was moved. The patient received a 1st degree burn.